Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1326902) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the right common femoral artery via a 6f cordis sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Peri-procedure, the patient was anti-coagulated with angiomax and integrilin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that immediately after the deployment a hematoma larger than 7cm was noted at the patient's right groin, distal to the access site and extending to the inner medial thigh. The patient was converted to 60 minutes of manual compression at which time hemostasis was achieved. The patient was hospitalized for reasons unrelated to the mynxgrip device / mynxgrip procedure and discharged to home on (B)(6) 2013 with no clinical sequela noted.